Manufacturer narrative:
H11: the actual devices were not available; however, four (4) photographs were provided for evaluation. The photographs were visually inspected and no particulate matter was identified inside the fluid path of the devices. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter (pm) observed inside the fluid path of twelve (12) minicap transfer sets. The pm was further described as "particles (lint)". This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.